Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an infuso.r. Pump with malfunction of "syringe gear itself is stripped out, it's not going down" was not confirmed during device evaluation. Therefore, the assignable cause could not be identified and the device was not repaired. Additional information: a service history review revealed that this device was previously serviced for a similar problem. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Event description:
The facility reported a mini infuser pump with "motor is running out of specs, very slow at all three speeds." This condition occurred during delivery in the biomed service department. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.